Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The video and photograph provided appeared to show blood leaking from the introducer. Visual inspection was based solely upon a review of the photographs provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the hemostasis valve was leaking blood. The procedure was completed with no patient consequences.